Event description:
(Related symptoms if any separated by commas): hyperglycemia 550-650 mg/dl [hyperglycaemia]. Novopen 4 didn't inject insulin normally as the dose button didn't move [device malfunction]. Pen inject insulin but it does not inject a complete dose ( it inject 10 u from 30 u ) [incorrect dose administered by device]. Study ID: (B)(6). Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes patient's height: 170 cm. Patient's weight was less than 65 kg's. Patient's body mass index was not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia 550-650 mg/dl(hyperglycemia)" with an unspecified onset date , "novopen 4 didn't inject insulin normally as the dose button didn't move(device component malfunction)" with an unspecified onset date , "pen inject insulin but it does not inject a complete dose ( it inject 10 u from 30 u )(incorrect dose administered by device)" with an unspecified onset date ,and concerned a 55 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 50 iu, qd (30u morning and 20u night), subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus", current condition: diabetes mellitus (type diabetes not reported, diabetes since 27-28 years ago), prostate enlargement historical drug: insulin. The patient was using mixtard from 15 to 20 year ago. Initially used vail and then used penfill. Reporter complained that novopen 4 didn't inject insulin normally as the dose button didn't move and pen training was offered and during it , the mechanical part and the piston rod moved normally after adjusting the dose counter to 60 u and pressing the dose button (twice) then after adding a new penfill, it was made sure that the piston rod head touch the penfill rubber by adjusting the dose counter to 60 u and pressing the dose button without needle. The counter stopped at 56 u so patient was asked to return the counter back to zero then the call was hanged up before continue the pen training with new needle. The pen injects insulin, but it does not inject a complete dose. It injects incomplete dose (injects 10 u from 30 u). Reporter added that since an unknown date, around 1 year ago, the patient suffered from hyperglycemia and completely recovered this week when patient was given a dose using normal syringe. The patient 's blood glucose was 550 to 650 mg/dl but glucose levels were corrected after using normal syringe reporter additionally mentioned that patient used h.mix insulin(unspecified) for 15 days but he returned to use mixtard again as it was ineffective with him like mixtard. It was reported that the currently patient is at the hospital in ICU due to diabetes complication and refused for any further information. Batch numbers: mixtard 30 hm penfill: mr7dl20; novopen 4: not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia 550-650 mg/dl(hyperglycemia)" was recovered. The outcome for the event "novopen 4 didn't inject insulin normally as the dose button didn't move(device component malfunction)" was not reported. The outcome for the event "pen inject insulin but it does not inject a complete dose ( it inject 10 u from 30 u )(incorrect dose administered by device)" was not reported. Reporter's causality (novopen 4) - hyperglycemia 550-650 mg/dl(hyperglycemia) : probable. Novopen 4 didn't inject insulin normally as the dose button didn't move(device component malfunction): unknown. Pen inject insulin but it does not inject a complete dose ( it inject 10 u from 30 u )(incorrect dose administered by device) : unknown. Company's causality (novopen 4) - hyperglycemia 550-650 mg/dl(hyperglycemia) : possible . Novopen 4 didn't inject insulin normally as the dose button didn't move(device component malfunction): possible. Pen inject insulin but it does not inject a complete dose ( it inject 10 u from 30 u )(incorrect dose administered by device): possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia 550-650 mg/dl(hyperglycemia): unlikely. Novopen 4 didn't inject insulin normally as the dose button didn't move(device component malfunction): unknown. Pen inject insulin but it does not inject a complete dose ( it inject 10 u from 30 u )(incorrect dose administered by device): unknown. Company's causality (mixtard 30 hm penfill) - hyperglycemia 550-650 mg/dl(hyperglycemia) : possible. Novopen 4 didn't inject insulin normally as the dose button didn't move(device component malfunction) : possible. Pen inject insulin but it does not inject a complete dose ( it inject 10 u from 30 u )(incorrect dose administered by device) : possible. No further information available references included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Company comment: hyperglycaemia is assessed as listed event, according to the novo nordisk current ccds in mixtard 30 hm penfill. The suspected faulty device, that is used to administer mixtard insulin has not been returned to novo nordisk for evaluation. Patient's long-standing history of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill.

Event description:
Case description: investigational result: product novopen 4, batch number unknown. No investigation was possible, because neither sample nor batch number was available. Mixtard 30 hm penfill, batch number unknown. The product was not returned for examination. Since last submission, the following information was added, (not yet submitted) investigational result updated. Mdrf codes updated. Narrative updated accordingly. Final manufacturer's comment: 04-nov-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's long-standing history of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Company comment: hyperglycaemia is assessed as listed event, according to the novo nordisk current ccds in mixtard 30 hm penfill. The suspected faulty device, that is used to administer mixtard insulin has not been returned to novo nordisk for evaluation. Patient's long-standing history of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary no investigation was possible, because neither sample nor batch number was available.